Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 328235, batch no. 5148364. It was reported that during use of the bd needle clipping device safe clip¿ the safe clip was not clipping the needle. The following information was provided by the initial reporter: consumer reported she couldn't clip the needle in the safe clip. The hole was closing. She has only used this product 6 times. Incident date-unknown. Lot# 5148364. Sample available. She uses the safe clip to remove the original syringe needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. H3 other text : see h.10

Event description:
Material no. 328235 batch no. 5148364. It was reported that during use of the bd needle clipping device safe clip¿ the safe clip was not clipping the needle. The following information was provided by the initial reporter: consumer reported she couldn't clip the needle in the safe clip. The hole was closing. She has only used this product 6 times. Incident date-unknown. Lot# 5148364. Sample available. She uses the safe clip to remove the original syringe needle.